Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 4 months and 3 days after implantation. The doctor observed thin width during the surgery. The patient has no significant medical history and has revoered without further complications.